Event description:
It was reported that a user on an ilet system experienced fluctuating blood glucose with a hypoglycemic episode at 55 mg/dl treated with oral glucose, followed by hyperglycemia to 240 mg/dl after consuming multigrain bread and a pear; the user had started pump therapy the prior day and expressed frustration that glucose was not decreasing quickly, while also expressing concern that the pump was delivering too much insulin. Symptoms included hypoglycemia and subsequent hyperglycemia. Outcomes included phone-based troubleshooting and education on treating lows without overtreatment, fingerstick confirmation after 15 minutes, and discussion that the automated dosing algorithm is conservative during initial learning. Investigation included a clinical assessment via telephone triage and review of therapy use and user behavior. Investigation of this case revealed user-related factors consistent with overtreatment of hypoglycemia and postprandial hyperglycemia during the initial learning phase of automated insulin delivery, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use-related behavior during early adaptation to automated insulin delivery and conservative algorithm behavior during initialization.